Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited insulation breach. The insulation breach was repaired by using suture sleeve and adhesive. The lead remained implanted. The patient was recovering.